Event description:
It was reported that the delivery rate too low. There was unknown patient involvement and unknown human harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, no physical damage was found on the pump. No problems were found in the ehl. Functional testing confirmed the complaint. The root cause was unknown. The expulsor needs to be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The expulsor will be replaced upon customer approval.